Manufacturer narrative:
Concomitant medical products: evolutr-29-us, transcatheter valve, implanted (B)(6) 2017.

Event description:
In a remote transmission from the hospital, it was reported that the patient was having chest pain and the right atrial (ra) lead was oversensing far field r waves. Follow up information indicated no documentation of chest pain and no reprogramming that was done in response to the oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.